Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: e2dr01aa implantable pulse generator (ipg) implanted: (B)(6) 2006; 5076 implantable pacing lead implanted (B)(6) 2006. (B)(4).

Event description:
It was reported an atrial lead monitor warning was observed during device interrogation. It was further reported that the lead warning tripped in 2012 and that lead impedance is greater than 4000 ohms since 2007. The patient is reported to have changed clinics and this was the first visit. The lead remains in use. No patient complications have been reported as a result of this event.